Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. The allegation of detached sensor wire is being reported under MFR 3004753838-2017-40478.

Event description:
Dexcom was made aware on 05/05/2017 that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted on the abdomen on (B)(6) 2017. On (B)(6) 2017, the patient removed the sensor. Patient wore the sensor for the full 7 days. 2-3 days after sensor removal, a red bump appeared and was hardened at the sensor insertion site. The patient believed that the sensor was in the skin. On 05/03/2017, the patient contacted their physician regarding the skin reaction and scheduled an appointment for (B)(6) 2017. On 05/11/2017, the patient reported that her appointment with the physician is to have the insertion site reviewed and see about possible treatment option. At the time of contact, the patient has not yet seen her physician. No additional event or patient information is available.